Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 634mg/dl, and her blood glucose was treated with manual injections. It was stated that the customer was vomiting prior to her admission. Troubleshooting was performed. The caller stated that the customer was sick with a virus and was on antibiotics. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. The caller also mentioned that the cannulas have been occluded. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.